Event description:
It was reported that during an ion transbronchial lung biopsy procedure in the left lower lobe, a patient developed a pneumothorax. Per the physician, the procedure was completed and a small pneumothorax was discovered via chest x-ray. The size of the pneumothorax did not increase over time, and no chest tube placement was required. However, the patient experienced chest pain and was admitted for observation for three days. Per the physician, the ion system did not exhibit any issues or behaviors that may have contributed to the pneumothorax, and reports that the pneumothorax occurred because of the close location of the lesion to the pleura. Patients demographics were not provided per hospital policy.

Manufacturer narrative:
System logs were not available for review.